Event description:
A trilogy 100 was returned to the manufacturer) for service. There was no serious patient harm or injury that occurred or was reported. The device was not reported to be in clinical use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing that resulted in an error code related to the battery. Err_batt_low_state_of_health_int_li_ion means the internal li-ion state of health is less than or equal to 50%. Full charge capacity (fcc) is less than 51% of the design capacity. The battery life has declined due to use. The alarm notifies the user that the battery life has declined. The battery is still functioning and ac power can also be used; however, the battery is not functioning to specification. The device's internal battery was replaced to address the issue. Additionally, unrelated to the battery issue, during evaluation of the device the rear enclosure, the base, the enclosure feet, the handle, the gasket enclosure, and the power cord clamp were found to be damaged and replaced. Also, the bluetooth label and warning label were found to be missing. Both labels were replaced.